Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached and separated from the sds, stent struts were damaged, misaligned and deformed. The maximum crimped stent profile and a stent protector inner diameter (ID) were measured which is within specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. There is no issues to note with the interaction between the two components. Stent dislodgement most likely occurred due to handling of the device during preparation following the removal of the stent protector. The tip was visually and microscopically examined and no damages were noted. The balloon body was reviewed and no issues were noted with the overall balloon. Stent crimp markings were visible on the balloon walls which is evident that the stent was crimped on the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 38 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation when the stent protector was removed, the stent got dislodged. The device was not used inside the patient and the procedure was completed using a 2.25 x 38 synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 38 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation when the stent protector was removed, the stent got dislodged. The device was not used inside the patient and the procedure was completed using a 2.25 x 38 synergy stent. No patient complications were reported.